Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. A revision procedure was performed and it was found that the lead insulation has ruptured. The rv lead was explanted an replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination of the lead noted the outer insulation was cut in the middle region consistent with procedural damage. The cause of insulation damage is consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.